Event description:
The patient was admitted on 1/21/92 for bilateral breast implant removal, mastopexy and possible breast reduction. She had breast implants put in approximately 11 years ago. Following implant, patient worked as long as shoreman and has gained some weight, up to 200 pounds. During operation, it was discovered that the right implant was ruptured. The material from the right implant was sremoved, the capsal of the implant was not found. The left implant was removed intact. These were silicon gel implantsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.